Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a unexpected shutdown. There was no harm reported.

Manufacturer narrative:
After further review, the complaint#1323273 was duplicate of complaint #1322709, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a